Event description:
Report 1 of 2: it was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photograph in support of this complaint for investigation. The indicated failure mode of overfill was not observed in the photograph. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, 200 samples were received (100 from each batch). 20 returned samples from each batch number were functionally tested for draw volume and all tubes tested within specification requirements. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.